Event description:
Pt reported that after treatment in the lips, cheeks, tear troughs, and periorbital lines with, "juvederm xc," the pt experienced "an allergic reaction that consisted of a rash and swelling." The pt stated that they were prescribed prednisone and a steroid cream to treat the symptoms and is still currently taking prednisone. No additional information is available. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).